Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pericardial effusion during a procedure to implant a leadless implantable pulse generator (ipg). It was noted that the right ventricle was small and the delivery system was advanced to the hinge region. Placement was completed after multiple deployments but a slight drop in blood pressure and pericardial effusion were observed. Blood pressure stabilized afterwards, and was under observation. The physician assessed that the the ipg system possibly slightly hit the hinge area. The ipg remains in use. No further patient complications have been reported as a result of this event.